Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing lead impedance measurements on the right ventricular (rv), but there were no measurements at or exceeding 2000 ohms. Isometrics and pocket manipulations were performed, and no noise was noted. The rv and left ventricular (lv) leads also had increased capture thresholds. Non-sustained ventricular tachycardia episodes were stored due to intermittent loss of capture on the rv lead. There was no inappropriate therapy noted. Surgical intervention was performed and at the procedure, the physician noted that the leads had visible insulation damage, and were coiled including ninety degree bends. The physician attributed the condition of the leads to the technique the previous implanting physician used placing the leads in the pocket. They entire system was explanted and a new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case was done, and slight body fluid contamination was noted in the lead barrels, but no issues were observed with the seal plugs, and the set screws operated normally. The seal ring marks left by the rv lead, in the rv lead barrel, were analyzed, and it was determined that the rv lead had not been fully inserted into the lead barrel while the system was implanted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that the observations from the field may have been a result of the under-insertion of the rv lead.